Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 500 mg/dl. Reportedly, the cause of the high bg was due to the customer forgetting to bolus via the pump. Prior to going to the hospital, a correction bolus was delivered to address the bg level. In the hospital, bg was treated with intravenous fluids of insulin and saline. The customer did not recall the release date from the hospital and no additional information was provided. Reportedly, the customer reverted to alternate method of insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.